Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was cracked, the jet tube was clogged, and the adhesive on the distal end was detached. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: kinked auxiliary water channel and/or blockage of auxiliary water channel with foreign material. However, a definitive root cause cannot be determined. The event can be [detected/prevented] by following the instructions for use which state: IFU states detection methods in gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.